Manufacturer narrative:
The device was received for evaluation. During visual inspection, the male luer of injection site was observed broken and the broken piece remained bonded with female luer lock. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set was separated at the injection site and the patient' blood backed up into the tube during infusion. The extension set was connected to an unknown solution set to deliver an infusion of mainly soldem 1 and fentanyl in saline, from a side tube. The infusion was started three days prior to the date of the incident. There was no patient injury or medical intervention associated with this event. No additional information is available.